Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent dislodgment outside the patient occurred. A 2.25 x 38 synergy ii drug-eluting stent was selected for use. However, during preparation, it was noted that the stent uncoiled and was pulled off from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.